Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door was failed intermittently. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door was failed intermittently. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door number two failed intermittently. A field service engineer powered down the station and removed the center column to access internal components. Then disconnected the latch harness from the door controller board and cleaned the pins to ensure proper connectivity. After reconnecting the harness, powered the station back on. Then assisted the pharmacy staff in verifying the operation of all four doors. The user confirmed that door two, was functioning normally. The system functioned as intended after the field service engineer repaired the device.